Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) user was unable to zero blood pressure and the touch screen is not working, they noticed and swapped out units. There was no patient involved.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) user was unable to zero blood pressure and the touch screen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. He could not duplicate the issue. The fse performed a preventive maintenance (pm), a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. The device was returned to customer.